Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 1090 mg/dl. Customer reported that they alleged insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin drip. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.